Event description:
It was reported that the user received an ¿unable to proceed¿ message during a supply change and had been attaching the cartridge to the connector outside of the ilet before installation, after which the system functioned following removal of all supplies, a successful dry run, and a complete supply change with education to insert the cartridge into the ilet first and then attach the connector. Symptoms included no reported changes in blood glucose. Outcomes included resumption of delivery without medical intervention or hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed no active device alerts during review and successful recovery after replacing supplies, indicating a use-related assembly issue. It was concluded that the event was resolved through proper supply replacement and corrected assembly technique, with no patient injury and device performance restored.